Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The customer reported that an accudrain (specific product ID not known) was noted to have a leakage on the stopcock nearest to the patient. The date of the event was not specified. No other information was provided. Additional information has been requested but no other clinical information has been received to date.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. No lot number was provided. Therefore, no DHR review is possible. The complaint is unconfirmed, and no further evaluation is possible at this moment.